Event description:
When taking transport out of retroflex, g-prox scuffed gastric body (near fundus). There was bleeding intra-op, but bleeding was minimum and did not require clips at that time. Doctor finished distal body sutures, and did not see active bleeding at the end of the case. Post-op pt had one small vomit with blood in the evening, and then later that night had two larger vomits with blood. Doctor did an endoscopy at 7 am and saw the wound on the gastric body with active bleeding. Doctor placed two clips and no bleeding after that. Hg dropped to 6.7 so a transfusion was performed after the clips were placed. Pt kept an additional three nights before discharge, and at discharge no lingering issues were found.

Manufacturer narrative:
In physician training and IFU the physician is instructed to ensure no devices are sticking out of the end of the transport before moving to prevent issues. The physician believes the cause of this issue is that they accidentally left the end of the g-prox sticking out when they moved the transport.